Event description:
It was reported to philips that the heartstart xl defibrillator showed an error 1000 message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.